Event description:
The sales representative reported on behalf of the customer that the pezs01a was being used during an unknown procedure on approximately (B)(6) 2021 when it was reported ¿I heard that the seal popped out of his portal saver during surgery. The surgeon stated, "the central plastic dam came out while the fellow was tying knots.¿ further assessment questioning was asked where it was found that the device had broken during the procedure, fell into the surgical site and was retrieved from the patient. No further information has been received to date. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The device history record could not be reviewed as a lot number was not provided. A lot history review could not be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during insertion and use. Use care while passing sharp instrumentation to prevent damage to the device. Inspect instruments after use to ensure they have not been damaged. It is the responsibility of the surgeon to become familiar with the proper techniques for use. This issue will continue to be monitored through the complaint system to assure patient safety.